Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; d4; g1; g3; g4; g6; h1; h2 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the surgery was completed with a new locking bar. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, unknown tibial component, unknown. G2: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the locking bar was tightly engaged with the tibia and would only allow insertion up to about halfway. The locking bar was forcibly driven in further using a hammer. Attempts have been made and all available information has been provided.